Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging multiple inaccurate high results on the subject meter compared to a laboratory device and another meter. The result on the subject meter was "160 mg/dl" . The result on the laboratory device was "124 mg/dl", performed within 10 minutes, and on the on the other device (onetouch vita) was "121 mg/dl", performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.